Event description:
The account noticed smoke coming from the prism analyzer after the pipettor jammed and stopped on the x-y axis. No injury to the operator was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete. An evaluation is in process.

Manufacturer narrative:
The abbott field service engineer resolved the issue by replacing the xy axis motor driver board in the y position at the customer site. A review of the abbott prism system risk management report and abbott prism operations manual determined "hazards" have been sufficiently addressed with respect to this event. A review of the abbott prism system service and support manual determined that instructions are included for replacing the xy axis motor driver board and performing operational verification, including sample manager position verification. A review of 12 months of ticket trending data did not identify any adverse trends, atypical activity and or triggers for the xy axis motor driver board for part replacements. A review of the device history record for prism xy axis motor driver board was performed. No nonconformances, potential nonconformances, nor deviations were identified for the xy axis motor board. A review of ticket trending and complaint data for the product did not identify atypical activity over the 12 month period for the issue of part failure/smoke. The abbott prism xy axis motor driver boards are performing as intended with respect to the issue of part failure/smoke. No product deficiency was identified.